Event description:
Unable to walk normally [gait disturbance]. Unable to put any pressure on left knee [weight bearing difficulty]. Left knee feels lose when he bends it [joint instability]. Fluid build-up in left knee/ knee effusion [joint effusion]. Left knee swelling [joint swelling]. Soreness in left knee/ left knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male pt with a history of osteoarthritis and previous synvisc injections, initials (B)(6), who experienced soreness in the left knee, left knee pain, left knee swelling, fluid build-up in the left knee, knee effusion, was unable to walk normally, was unable to put any pressure on left knee and said his left knee felt lose when he bent it after receiving synvisc. The pt received 5-6 previous synvisc series over the past five years on unspecified dates. He reported that he had x-rays of his left knee each year for the past five years, showing a moderate amount of cartilage, lessening each year. The pt received injections of synvisc in the left knee on (B)(6) 2009. The pt reported that he experienced soreness in his left knee on the morning after receiving his first and second synvisc injections in his left knee. He stated that he "walked off" the left knee pain, and it quickly went away on both of those mornings. He reported left knee pain, swelling and fluid build-up in the left knee after receiving the third synvisc injection in his left knee. He stated that he was unable to walk normally or put any pressure on his left knee after the third synvisc injection in his left knee. He contacted his physician's office and spoke with the answering service, who instructed him to go to the ER. The pt took aleve (unspecified) to relive his left knee pain and went to the ER the next day (unspecified date). He reported that while at the ER, 40 ml of yellow fluid was removed from his left knee. He continued to have some left knee pain when walking down stairs and more severe left knee pain when running, making him unable to run. The pt stated that he no longer had his left knee swelling and had good range of motion in his left knee. He reported that his left knee felt loose when he bent it. At the time of this report the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.